Event description:
Patient presented to the physician with redness, swelling, and purulent drainage at the chest and neck incision sites, consistent with infection. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, applied antibiotic powder in the incision sites, and closed.